Event description:
The customer reported being in the emergency room due to high blood glucose of 492mg/dl. The customer experienced vomiting, nausea, and dizziness. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. Instructed the customer to remove the cannula and it was not bent. Advised the customer to call back when the tubing clamp arrives to continue testing. Suggested the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.